Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a male patient underwent an ischemic ventricular tachycardia - left (l-isvt) procedure with a navistar rmt thermocool catheter and a pentaray catheter and suffered a heart block av third degree and a st segment elevation which required reperfusion therapy and a cardiac pacemaker insertion. During the procedure, the pentaray catheter was pulled from the patient's body and it was noticed that the patient's st elevated. The interventional cardiologist was called in and the issue resolved by reperfusion therapy. The physician continued to map and ablate for 2 hours. While ablating the posterior wall of the left ventricle, the physician came off ablation and a complete heart block was noticed. It was confirmed by the EKG signals. Prior to the complete heart block, the patient did not rely on the implantable cardioverter defibrillator (ICD) but was completely reliant on it afterwards. The ablation catheter was pulled out and a biventricular pacemaker was placed in the patient. The patient did require extended hospitalization for monitoring after the biventricular pacemaker placement. The patient was reported to be in stable condition at the time the complaint was reported. The physician's opinion regarding the cause of this adverse event is that it was most likely due to patient condition. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. Therefore, since the patient's segment elevation was noted during the withdrawal of the pentaray catheter, the event will be reported conservatively on both the pentaray catheter and the navistar rmt thermocool catheter.